Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon is coming apart [device breakage]. Case narrative: relative reported via e-mail that tampons are coming apart during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon is coming apart [device breakage]. Relative reported via e-mail that tampons are coming apart during removal. No serious injury reported.

Event description:
Tampon is coming apart [device breakage]. Case narrative: relative reported via e-mail that tampons are coming apart during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on may 4, 2023. An investigation is in progress for returned product received on april 26, 2023.